Event description:
The "unlocked" button on the remote control for the or table kept flashing, even when the bed was physically locked. When you press the "lock" button on the remote control, the bed would lock but remote still displays "unlocked". The or table cord was plugged into the wall and cord connection was checked at the insertion point at the base of table and appeared fine. The remote has to have the "lock" button illuminated on the remote to position and manipulate the table(such as tilt, trendelenburg, head up, flex, etc) since the remote displays "unlocked", the bed would not respond to any positioning command. We needed to elevate the patient head and had to use the manual auxiliary controls on the base of the or table.